Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit smells like smoke.

Manufacturer narrative:
The 1288 camera control unit catalog # 1288010000 serial number (B)(4) was returned for investigation and the reported failure mode was confirmed. No problem during visual inspection of the ccu. Free from dents, scratches, no dust from cover and chassis. No unusual markings. Evaluation: camera control unit (ccu) serial number (B)(4) was analyzed and subjected to functional and visual tests in accordance to qip-0425 and it failed the functional tests. The ccu had a bad electrical component u27 on the digital board creating the issue stated by the customer. The findings from our investigation agree with the customer's complaint. Root cause: this is an electrical component failure. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit smells like smoke.